Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.

Event description:
Caller reports lancet protrudes beyond the end cap of the soft touch device. No accidental stick occurred. No adverse event reported. Requested return of suspect device; however, customer discarded the lancet device and lancet needles. Replacement was sent.